Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. No usb charging cable was received for investigation therefore no evaluation could be performed for the usb charging cable allegation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. The customer continued to use the pump for insulin therapy. The customer's blood glucose level was 197 mg/dl.